Event description:
Invacare hoyer lift used to lift pt from chair to bed. Pt was suspended in the air and the pin broke within the hydraulic system leaving the device inoperable. This is a manual hoyer device. No emergency release which is unlike the electric hoyer lift that is also available. No injury to the pt.